Event description:
It was reported that during a surgical procedure the white tip on the inner sheath fell off inside the pt. It took the surgeon approx an hour to flush the tip form the pt. The procedure was completed using another sheath. There was no known pt injury.

Manufacturer narrative:
Visual inspection of the instrument confirms the ceramic tip is completely missing from the distal end of the steel tube. The ceramic tip was returned with the unit intact. The adhesive is still apparent inside the distal end of the steel tube. The release button is noted to be broken and part of the button is missing. Dents are noted on the steel tube. A third party stamp is noted on the proximal end of the tube. The exact cause of the ceramic tip separating from the tube cannot be determined. Due to the dents/damage on the steel. Tube and the fact that the adhesive is still apparent inside the distal end of the steel tube, and the third party marking on the tube, the cause of this failure is determined to be cause by the customer.